Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had high impedance  greater than 4000o . The stimulator did not work and symptoms return. There was no surgical intervention that occurred. Impedance measurement was at 1v and 2v  and check of the implant position. -x-ray check is planned to check the position of the electrode. None intervention planned so far. The issue was not resolved at the time of the report.